Manufacturer narrative:
The technician found a broken side rail swing arm weldment. The technician replaced the side rail to resolve the issue.

Event description:
The technician alleged the side rail does not raise to the latch position. No pt impact.